Manufacturer narrative:
An event of perivalvular leak (pvl), and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could be due to procedural circumstances (implant depth) conclusively determined. A cause for the reported heart block could be cascading effect reported pvl. However, this cannot be conclusively determined. The interventions performed were result of case specific circumstances as post implant valvuloplasty was performed and permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The activated clotting levels were 313s and heparin was given. A pre-implant balloon valvuloplasty was done 22mm non-abbott balloon. The valve got partially re-sheathed two times due to implant was too low. After the implant, a post-implant balloon valvuloplasty was done with a 22mm non-abbott balloon due to moderate perivalvular leak (pvl). During valvuloplasty, the patient had a appearance of complete atrioventricular (av) block and after valve implant a right bundle branch block (rbbb) was noted. On (B)(6) 2025, a single chamber pacemaker was implanted. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The activated clotting levels were 313s and heparin was given. A pre-implant balloon valvuloplasty was done 22mm non-abbott balloon. The valve got partially re-sheathed two times due to implant was too low. After the implant, a post-implant balloon valvuloplasty was done with a 22mm non-abbott balloon due to moderate perivalvular leak (pvl). During valvuloplasty, the patient had a appearance of complete atrioventricular (av) block and after valve implant a right bundle branch block (rbbb) was noted. On (B)(6) 2025, a single chamber pacemaker was implanted.